Event description:
In the evening of event date the pt had a routine telephone appointment to have their pacemaker checked. The tech noted the pacemaker was neither capturing nor sensing. After consultation with the cardiologist, the tech called the pt back and told them they needed to come to the ed. At the time, the pt was asymptomatic. Pt's parent drove them to the ed, and in route, the pt died. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working. It is unclear whether it was the pacemaker or the leads which failed.